Event description:
During an in-clinic follow-up, it was not possible to interrogate the device via bluetooth (ble) telemetry. Technical support was contacted and ble telemetry was reestablished. The patient was stable.